Event description:
Event description: ecn event description: procedure was completed with no issues. Upon administration of protamine, anesthesia noticed the patient's blood pressure was dropping. Echocardiography was performed and showed a pericardial effusion. Physician performed pericardiocentesis. Patient is expected to fully recover. Physician suspects perforation may have occured while wiring the left atrial appendage with the bsc rosen wire. Patient present at time of event? Yes. Patient complications: pericardial effusion, cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Bsc rosen wire probed the left atrial appendage. Medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: unknown patient outcome: expected to fully recover procedure number: (B)(6). Event date: (B)(6) 2026.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis rsk-dfmea-000049 rev.13 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.